Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) touch screen malfunctioned due to liquid on the screen. There was no patient harm. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. Function of the touch screen passed. Functional checks passed. No faults were found. The iabp was returned to the customer for clinical use.